Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure; the 8 mm large needle driver instrument was observed to have a frayed cable. There were no reports of patient injury.